Event description:
Customer reportedly received results of 576 mg/dl and 410 mg/dl on the aviva system and 75 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.